Manufacturer narrative:
This supplemental report is being submitted to provide customer response and updates. Further communication with the customer conveyed the following information : the intended procedure was a lithrotripsy. It was reported that the procedure could not be done and was not started at all. It is unknown if the procedure was rescheduled. There were no errors, warnings, alerts or alarms received. This issue occurred when they were setting up.

Manufacturer narrative:
This report is being supplemented to inform that upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
Device evaluation determined that the reported issue was not able to be duplicated. The device was tested and all functions were found to be within standard specifications, no issues were observed. Further testing found that the unit worked with the reference generator with no issues or abnormalities noted. In addition, the unit was tested with the customer's returned generator ((B)(4)), and the unit worked properly with no issue observed. Additionally, burn in testing was performed, and the unit passed testing with no issues observed. Based on evaluation findings the reported issue was not confirmed as the device passed all testing with no issues, or abnormalities observed.

Event description:
It was reported that during an unspecified procedure the device transducer motor stopped working after being in use for 5 minutes. The user power cycled the device for a few minutes. The intended procedure was not completed. There were no other details provided regarding the event. There was no patient harm, or injury reported. No user injury reported. This report is related to reports with patient identifiers: (B)(6).